Event description:
In 2005, the patient contacted lifescan alleging that her one touch ultra meter was reading inaccurately erratic. The patient obtained results of 200 and 364 mg/dl on the reported meter within 10 minutes of each, while having no symptoms of high or low blood glucose level. Thereby indicating a potenital malfunction of the meter in terms of precision. The patient took no action to affect her blood glucose level following use of the meter. The patient called her advice nurse who advised her to call lifescan. The patient received no treatment. A control solution test was not performed, as the control solution was expired. The meter, test strips, and control solution were replaced.